Event description:
The reporter noted "the surgeon could not use this device. The part to push the needle was broken. The surgery was delayed for 15 minutes. There was no injury to the pt." Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.